Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-11659, 1627487-2019-11660. It was reported the patient never experienced adequate stimulation with their scs system. In turn, troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted without complication.